Manufacturer narrative:
The device was received partially deployed. Formed needle was observed to be extending beyond the needle well. Upon opening the pod, it was observed that the arms of linkage assembly were completely retracted and the pink slide insert was being held by the catch beam. The needle was observed to be dislodged from the slide retract. Damage was found to the slide retract indicating the incorrect installation of hard cannula. The incorrectly installed hard cannula caused the exposed needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract as intended. This indicates a needle mechanism failure. The pod was worn between 4 and 24 hours.